Manufacturer narrative:
This report is submitted on august 5, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming and troubleshooting attempts could not resolve the issue. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2021. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6)2021.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 30, 2022.